Event description:
It was reported that following implantation of preloaded multifocal intraocular lens (iols), model drn00v, the patient experienced an unspecified injury in the left eye. Lens was subsequently explanted during a secondary surgical procedure. No incision enlargement, vitrectomy, sutures, surgical delays, or medications outside of standard care were required. The patient¿s best corrected visual acuity remained 20/20 both eyes before and after the procedures. The patient reported temporary visual impairment, including an inability to drive at night after the primary surgery. Replacement lens implanted in left eye was non¿johnson & johnson products. Post operative refraction for the replacement lens has not yet been measured. No additional information was provided.

Manufacturer narrative:
Section a4: unknown, information was requested but not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: february 3, 2026. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection revealed that the lens was cut into three pieces and coated in viscoelastic residue. The lens was cleaned and inspected; no further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a dxr00v model lens. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.